Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was, a technical support specialist mentioned that if an extra drawer available, the customer can proceed with swapping the drawer while waiting for the replacement part to be delivered. As suggested by technical support, using the extra drawer as a temporary swap for the frame could be a practical solution. The tss made multiple attempts to reach customer for further assistance, but no response had been received and tss proceeded with case closure.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a hardware failure.the customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a hardware failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.